Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. It was noted that the returned device had foreign material in the connector.

Event description:
It was reported that during the implant procedure there was noise seen on the atrial egm and troubleshooting could not determine a cause. Blood seen in the connector block raised questions about sealing and another device was requested and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.